Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed the error codes in the event log. The rse then provided the customer with the part number of the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. Device evaluation and repair are pending.